Event description:
Philips received a complaint on the v60 ventilator indicating that there was a device alarm. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The customer informed the remote service engineer (rse) of that the device was producing an alarm and requested an onsite visit by a field service engineer (fse). In a good faith effort (gfe) response received from the fse, it was stated that the fse observed a blower temperature high alarm. The customer initially alleged a backup alarm issue. However, based on the field service or parts replaced by the fse and a review of the device diagnostic report (drpt), it has been concluded and confirmed that the device had only experienced a blower temperature high alarm. The fse replaced the motor controller (mc) printed circuit board assembly (pcba) and blower assembly to resolve the blower temperature high alarm. The fse successfully completed a performance verification test which the device passed. The device was provided back to the customer ready for use.